Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on september 2021 by the orthopedic journal of sports medicine titled ¿long-term graft rupture rates after combined acl and anterolateral ligament reconstruction versus isolated acl reconstruction: a matched-pair analysis from the santi study group.¿ the study reviewed 172 patients and identified acl/pcl instability with bioabsorbable interference screws and tenodesis screws in 38 patients during the 10-year follow-up period. 24 patients experienced revision. Ref: sonnery-cottet b, haidar I, rayes j, et al. Long-term graft rupture rates after combined acl and anterolateral ligament reconstruction versus isolated acl reconstruction: a matched-pair analysis from the santi study group. Am j sports med. Sep 2021;49(11):2889-2897. Doi:10.1177/03635465211028990.